Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope was leaking at the distal end. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material falling off the channel and due to clogging of the balloon water tube, foreign objects came out of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed however the leakage damage was found on the channel tube. The device evaluation found: due to damage on the channel tube, water tightness was lost. Due to damage on channel tube, suction volume did not meet the standard value. The balloon water supply was out of specification. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. The distal end was deformed. The connecting tube had a buckling. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: watertightness is lost due to the damage of the channel tube. Thus, it was possible that the foreign material could not be removed because reprocessing could not be performed properly, however it was unable to identify from the image what the foreign material was. Olympus will continue to monitor field performance for this device.